Manufacturer narrative:
This supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted 09jun2017. During troubleshooting efforts, the customer reported to merge healthcare that in addition to the hemo monitor display turning black during a procedure, the indicator on the etco2 module was flashing red around the cable indicating a connection issue. It was determined that replacement hardware was needed, so merge technical support shipped the customer a replacement etco2 module on 10may2017. The faulty unit was returned to merge healthcare on 26may2017 for evaluation. The results showed that the unit worked inconsistently and the pump was failing. Due to the unit being over 6 years old and out of warranty, the device was scrapped onsite by merge healthcare. The potential impact to a patient has been reviewed and the risk level has been assessed as medium (non-serious injury). Additionally, the system is designed with indicators to alert the user about the etco2 status and link indicator. Manufacturer device labeling instructs the user to conduct a pre-use check following the steps below: before connecting the nomoline sampling line to the breathing circuit, do the following: 1. Connect the sampling line to the isa gas inlet connector (legi). 2. Check that the legi shows a steady green light (indicating that the system is ok). 3. For isa or+ and isa ax+ module with o2 option fitted: check that the o2 reading on the monitor is correct (21%). 4. Breathe into the sampling line and check that valid co2 waveforms and values are displayed. 5. Occlude the sampling line with a fingertip and wait for 10 seconds. 6. Check that an occlusion alarm is displayed and that the legi shows a flashing red light. 7. If applicable, perform a tightness check of the patient circuit with the sampling line attached. (Excerpt from isa developer's manual 0000-6229 / 00). In addition, merge healthcare device labeling, hemo-6373 v10 user manual, addresses the potential for such an occurrence as stated in general equipment care, "inspect overall physical condition of the system components, peripherals, and interconnecting cables. Perform any corrective actions required." No further actions are anticipated at this time due to the issue being readily apparent to the user, the non-serious impact to a patient, and the manufacturer's instructions for conducting pre-use testing as well as merge healthcare's device labeling. Revised information contained in this supplemental report includes the following: g7 - indication that this is follow-up report 001. H6 - evaluation codes: methods code: 10 actual device evaluated. Results code: 133 end of life problem (device problems that occur from its reaching the end of its useful life). Conclusion code: 51 maintenance deficiency (device problems that result from improper routine or preventative maintenance). H10 - indication of additional manufacturer information is contained in this follow-up report.

Manufacturer narrative:
Troubleshooting efforts between merge technical support and the customer found that the etco2 (end-tidal carbon dioxide) module failed. A red light flashed around the cable connection. Merge technical support sent replacement hardware to the customer on 10may2017. The faulty unit was received by merge healthcare on 26may2017 for evaluation. However, the evaluation results are not available at this time. When more information becomes available, a supplemental report will be submitted.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2017, a customer reported to merge healthcare that the hemo monitor turned black and resulted in a reboot during the procedure. This resulted in a loss of patient monitoring. With merge hemo not capturing physiological data, there is a potential for delay of treatment that could result in harm to the patient. The procedure was completed successfully once the hemo monitor was rebooted. (B)(4)